Manufacturer narrative:
Product analysis. The distal tip of the device was stubbed. The stent was positioned on the balloon between the inner shaft markers as per specification . The 1st distal stent segment had raised and deformed struts. No other damage evident to the device.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. No unusual resistance was noted when the protective sheath was removed. Prep was performed, but a device inspection was not performed. The target lesion in the rca # 2 had severe vessel tortuosity and severe lesion calcification. It was reported that during the procedure, the resolute integrity was caught at the port of a non-medtronic micro catheter and the stent became damaged. No difficulties were noted when the relevant device was removed out of the patient's body. The relevant device was replaced with a non-medtronic stent and the procedure was completed. The physician commented that the patient had been on dialysis and the blood vessel was severely calcified. The physician considers that the event occurred because the stent was caught on the non-medtronic micro catheter. No patient injury reported.